Event description:
It was reported that during initial implant, the stylet was unable to be removed from the left ventricular (lv) lead after the lv lead was positioned resulting in lv lead damage. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a complete lead with a stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly, stretching the inner coil, consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The poly tetrafluoroethylene (ptfe) coating of the stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in place in the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulting in the connector pin with the crimp sleeve to be pulled out of the connector assembly.